Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high and low blood glucose value. Having low blood glucose value of 33mg/dl, 128mg/dl and 44mg/dl. Customer¿s current blood glucose value was 585 mg/dl. Customer treated with food and glucose tablets. Drive support cap was normal. Customer declined to troubleshoot for high blood glucose value. Customer alleged the pump of over delivering. Insulin pump will not be returned for analysis.